Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged on the mid-section of the stent with stent struts lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.